Event description:
It was reported that a pta balloon had loose fibers upon removal from the pt. The device was removed in its entirety, and there was no report of balloon rupture or fibers remaining within the pt. No pt injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This is the only complaint for this lot number to date. The sample has been returned and the investigation is currently underway.